Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hematoma is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that suture placement in the right common femoral vein was attempted with three proglide devices using the pre-close technique via an 8f sheath prior to a watchmen interventional procedure. Reportedly, the sutures of first and second proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the watchmen procedure was completed. Hemostasis was not achieved with the two pre-placed proglide sutures after knot advancement. A third proglide was deployed; however, the knot was not able to be advanced as deep as the other two knots. Manual arterial compression was applied to achieve hemostasis. Two to three hours later, the patient developed a small 2cm hematoma. The patient was on bed rest and a 10 pound sand bag was placed at the access site. No intervention was required. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.